Manufacturer narrative:
Calibration and quality control were acceptable. Since the issue occurred only one time a pre-analytical issue is suspected. A possible root cause may be related to deposits on the sample needle which led to mispipetting.

Manufacturer narrative:
Based on review of the provided calibration and quality control data, a general reagent or analyzer hardware issue was not suspected. A specific root cause could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they had received an erroneous ldhi2 lactate dehydrogenase acc. To ifcc ver.2 result for one patient sample on the cobas 6000 c (501) module. The patient sample was repeated the next day for reagent lot comparison. The initial ldhi2 result was 323 u/l and was reported outside the laboratory. The repeat results on the same c501 module and another c501 module were 176 u/l, 169 u/l, 180 u/l, and 174 u/l. The repeat results were deemed to correct. Information regarding any adverse event was requested but was not provided. The ldhi2 reagent lot number was 18597001 with an expiration date of 30-sep-2017. The field service engineer (fse) was not able to determine the cause. The fse performed a baseline, replaced multiple parts, and preventative maintenance on the c501. The fse ran a precision check that was satisfactory.